Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the o-ring detached from the cartridge and remained on the pneumatic tap. Blood glucose level was 150 mg/dl. During a follow-up, the customer reported successfully completing the load process with a new cartridge.